Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity ¿ unk. Race ¿ unk. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a micl 12.6, -11.5 diopter, implantable collamer lens tore before/during loading. There was patient contact (lens touched the eye) with no patient injury. A backup lens was implanted intraoperatively and this resolved the problem. Cause of the event is reported as loading error.